Event description:
Customer reported testing with their freestyle meter getting reuslts of 460 mg/dl, 232 mg/dl and 440 mg/dl all within a few minutes. Pt then took a test with another brand meter getting a result in the 200's. Customer states they performed control test that fell within range. Customer also states that almost a month ago they tested wtih their freestyle meter getting a result of 167 mg/dl. Their blood glucose level dropped and ems was called. Paramedics took a test with an unknown brand meter when they arrived getting a result of 20 mg/dl. Dextrose was administered.